Event description:
Customer reported being hospitalized with high blood glucose and dehydration. Prior to hospitalization customer had nausea and was vomitting. Unable to complete troubleshooting. Instructed customer to monitor blood glucose; explained 2 high blood glucose rule and asked customer to call back for high pressure test when clamp arrives.